Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. It was reported that the customer required assistance to low blood glucose (bg) level ranging from 49-170 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.